Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. The tip of the needle penetrated the package from the back of the package. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a needle trespassed through a hole of the tray which perforated the tyvek. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.